Event description:
"Caller alleged discrepant result compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 1.8, lab: 4.3. Time elapsed between each method of testing is three hrs. Pt's therapeutic range is not specified.

Manufacturer narrative:
Investigation pending.